Manufacturer narrative:
Awaiting product return.

Event description:
Icast balloon mounted stent was inflated in the pt's left iliac artery. Balloon failed to deflate, got caught in the struts of the stent and ruptured. Physician was unable to remove the balloon catheter. Surgical cut down of the left groin was necessary to remove the device.